Event description:
It was reported that both syringe modules infusing fentanyl and midazolam turned off, and when attempting to restart the devices both alarmed for "pump malfunction". Fentanyl 50mcg/ml (20 ml syringe) was programmed at 2 mcg/kg/hr, with a rate of 0.8ml/hr. Midazolam 5mg/ml (20ml syringe) was programmed at 0.15mg/kg/hr and a rate of 0.6 ml/hr. The pcu and syringe modules were replaced immediately. The customer confirmed that no adverse effect to the patient. Also infusing at the time per mar: sodium chloride at 90 ml/hr; heparin 1000 unit in 0.9% ns at 3 ml/hr.

Manufacturer narrative:
The customer complaint that both syringe module shut down was confirmed through a review of the pcu event logs.the issue that the attached syringe modules would not power on with channel identification was confirmed during testing. Review of the pcu event logs confirmed that on 07/19/2019 at 9:48:36 pm channel disconnect/power loss events occurred on both attached syringe modules. Shortly after the channel disconnect/power loss event the user acknowledged the channel disconnect message. During external inspection the pcu male (right) iui connector was found to have numerous isolating ribs damaged. A known good iui connector from a cad device was installed and found the system to be powering up normally with all channel identifications as required. The proximate cause of device shutting down was determined to be due to a channel disconnect/power loss scenario caused by a damaged pcu male (right) iui connector.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Concomitant medical products: (2) syringes. Customer stated : dob: unknown, age: unknown, weight: unknown, diagnosis: burkitts lymphoma. The event occurred either neonate / pediatric.

Event description:
It was reported that both syringe modules shut down during unspecified sedation medication. When attempting to restart the devices both alarmed for "pump malfunction" .the user immediately replaced the pcu and modules. The customer confirmed that no adverse effect to the patient. .